Event description:
It was reported while ventilator was on a patient that the quick access keys on the display screen would not respond to touch. The buttons became responsive to an alcohol pad. As the alcohol pad dried, the quick access keys became unresponsive. The ventilator still ventilated the patient. It was noted that there was no harm to patient. The clinicians moved the patient to another ventilator. Reporting hospital will not share any patient information.